Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 at 1 am. The customer blood glucose level was 1060 mg/dl. Customer also stated that insulin pump had motor failure alarm. The customer was treated with manual injection and was on the intensive care unit for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as abdominal pain, difficulty in breathing and very bad chest pain. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.